Event description:
It was reported that the handpiece began leaking during the cleaning process. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation. The reported condition of the device leaking was confirmed, as a sample was taken.